Event description:
Manufacturer received a report from a patient indicating that the patient experienced device migration and subsequent nerve problems as a result of an MRI scan while implanted with the vns therapy system. The patient reported that during the MRI procedure, he experienced extreme pain under his arm and noticed that the generator was freely moving about in his chest afterward. The patient states that the MRI facility used a stronger machine than what is recommended in vns device labeling and that the generator was "pulled out of place" during the procedure. The vns therapy system (both generator and lead, excluding electrodes) was explanted approximately three weeks after the problems as a result of the MRI incident.